Event description:
An endurant iis stent graft system was implanted during the chevar treatment of an abdominal aortic aneurysm on (B)(6) 2019. Endurant stent graft limb (etlw1620c124ee/ (B)(6)) was placed in the right iliac artery, while stent graft limb (etlw1613c93ee/(B)(6)) was implanted in the left iliac artery. Additionally, a non-mdt renal stent was positioned in the left renal artery. It was reported on 5 years, 2 months, post index procedure, the patient experienced right-side claudication, due to pain in the right leg after walking approximately 50 meters, an issue ongoing for 4 months. The patient was admitted to another hospital, where conservative treatment was administered. A CT scan with contrast revealed an occlusion in the right limb of the stent graft and the right external iliac artery, extending to the superficial femoral artery (sfa). The patient was hospitalized for 11 days during which the patient refused a recommended femoral bypass and was instead treated with concomitant medications. The occlusion remained unresolved at the at time of discontinued study participation. Approx. 4 months later, the patient was readmitted to hospital for 10 days. Diagnostic imaging revealed an occlusion in the right limb and external iliac artery. The patient received concomitant medication and magnetotherapy, though the occlusion remained unresolved. The site assessed the occlusion as having a causal relationship to the device. The occlusion was not related to the procedure or renal stent. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e sbf2514c103ee, serial/lot #: (B)(6), ubd: 25-feb-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Dy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the description of the event has been updated to worsening of right limb occlusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: sponsor assessed the occlusion of the right limb stent graft as having a causal relationship to the endurant, not related to the procedure or renal stent. Correction: imf f19 removed. F08 and f12 assigned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5;additional information received : the site confirmed the occlusion only affected the right limb and did not extend into the main body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.